Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented remotely via a merlin.net transmission, intermittent undersensing of atrial fibrillation was noted on the device. Programming changes were discussed. No further information is available at this time.